Event description:
It was reported that a patient, (B)(4) male, underwent an atrial flutter (afl) procedure with an ez steer thermocool sf nav catheter and received an electrical shock, became asystolic and then went into atrial fibrillation which required hemodynamic support. An ablation catheter that was already in the patient¿s heart was plugged into a reprocessed mapping cable which was already connected to the patient interface unit (piu). Upon connection, there were large amplitude spikes at about 100 ms and signal saturation was noticed throughout all electrocardiograms (ECG), electrograms (egm) and monitoring channels making it unable to see any ECG signal. In addition, there was a "current leakage" alert on the carto 3 system. The patient, who was moderately sedated, received an electric shock for six seconds when the catheter was connected to the cable. It was then noted that the patient became asystolic for approximately three seconds and then spontaneously went into atrial fibrillation. The issue ceased when the cable was detached from the catheter. The cable was replaced and the same catheter was reconnected to the new cable without any errors appearing. Hemodynamic support in the form of vasopressors for approximately 30 minutes was provided to the patient following the incident. The patient was cardioverted and the procedure was continued with no further issues with the patient. The patient also required an overnight stay that was not anticipated. The patient was reported to be in stable condition and was released the next day. The right atrium was about to be mapped and the patient had an existing dual chamber pacemaker that did not capture for a few seconds afterward and then reverted to magnet mode. It was examined afterwards and was found to be in working order. The physician believes there was current transfer from the piu through the ablation catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/20/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient, (B)(6), male, underwent an atrial flutter (afl) procedure with an ez steer thermocool sf nav catheter and received an electrical shock, became asystolic and then went into atrial fibrillation which required hemodynamic support. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) of the lot# 17128260l was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: coolflow pump (model # m-5491-02, serial # (B)(4)). (B)(4). Event description continuation: the products involved were the ez steer thermocool sf nav catheter, c3 interface cable ¿ therapeutic, carto 3 system and stockert system. It is currently unknown which product contributed to the event and a complete investigation will be done to determine the causative device.